Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was scratched. The pump was unavailable to troubleshoot at the time of the call. No additional information was provided. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.